Manufacturer narrative:
Ucc-26-06029 field action has been initiated by bd. A customer/distributor advisory letter identifying the issue will instruct to not use and discard the wipes within the trays and source alternate wipes prior to initiating treatment/procedure. A scar has been issued (dm-cc-112025-001) to investigate root cause of the problem. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that overnight nurse found what looked like mold on one of the castel wipes in an intermittent catheter kit. The kit was not expired. Was caught before being used on patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the overnight nurse found what looked like mold on one of the castel wipes in an intermittent catheter kit. The kit was not expired. Was caught before being used on patients.

Manufacturer narrative:
The reported event was confirmed - supplier related. One photo was received for evaluation showing that the cliniclean castel wipes had black marks on them. A risk review was not performed due to the applicable fmea's were controlled and managed by the quality system of supplier. A labeling review was not performed because labeling could not have prevented the reported failure. DHR is unable to be performed as the lot number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that overnight nurse found what looked like mold on one of the castel wipes in an intermittent catheter kit. The kit was not expired. Was caught before being used on patients.